Manufacturer narrative:
This report addressed the second web device. The first web device was reported on MFR# 2032493-2025-90596. Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the pusher overcoil damaged at the distal end, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The implant was not returned for evaluation. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Concomitant medical products, therapy date (B)(6) 2025: web 7 x 5mm via 17 microcatheter, lot# 0001073913 via 17 microcatheter, lot# 0000889253 envoy guide catheter, cerenovus / johnson & johnson a search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This report addressed the second web device. The first web device was reported on MFR# 2032493-2025-90596. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that re-probing the aneurysm with another microcatheter and releasing a web 7 x 4mm, after the unsuccessful attempt to implant a previous web 7 x 5mm (reported on MFR# 2032493-2025-90596). This 7 x 4mm web can also not be detached from the carrier wire after several attempts and a change of the detacher. Only after the microcatheter has approached the detachment site and the carrier wire has been twisted and pulled more strongly does the web detach from the detachment site, which has thickened again and does not allow the microcatheter to advance over the detachment site. After the microcatheter and carrier wire have been removed, the result is checked with angiography and the intervention is ended. The patient was reported to be doing well.